Manufacturer narrative:
Records indicate a new system was successfully implanted approximately a week later. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted at implant. The helix was successfully extended, however during the right atrial (ra) lead implant it was found this rv lead was not in the heart but rather was in an artery when the helix had been extended. A vascular surgeon was called and the stick was successfully closed. It was reported the patient may have experienced a stroke approximately 50 minutes after the attempted implant procedure, however was not confirmed. No additional adverse patient effects were reported.